Manufacturer narrative:
(B)(4). No conclusion code available. The reported reset was confirmed in the laboratory. The device was returned in backup dfo. The device was tested on the bench and an anomalous component on the hybrid was noted to be the cause of the reported reset.

Event description:
It was reported that the device was observed to be in back up vvi mode. The device was explanted.